Event description:
Patient's legal counsel reported that the patient underwent left total hip arthroplasty on (B)(6), 2010. Legal counsel further reports patient allegations of pain and personal injury. No revision procedure has been reported to date.this report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.there are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿postoperative pain¿.this report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that the patient underwent left total hip arthroplasty on (B)(6) 2010. Legal counsel further reports patient allegations of pain and personal injury. No revision procedure has been reported to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a revision procedure on (B)(6) 2015 due to pain and possible metallosis. Operative report further noted brown tinged soft tissue during the revision procedure. The modular head and taper adapter were removed and replaced and a liner was implanted.